Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a screen/input malfunction during the fill tubing process in which the device would not accept a ¿yes¿ selection, consistent with a screen unresponsive hardware issue. Symptoms included no adverse clinical effects, with no alerts or alarms reported. Outcomes included replacement of the device and user education on data sync, shutdown, return procedures, and re-setup. Investigation included troubleshooting with the user, review of device use and behavior, and receipt and inspection of the returned device. Investigation of this case revealed a device interface malfunction consistent with an unresponsive touchscreen during a setup step, indicating a hardware screen/input issue. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the user interface.